Event description:
Received complaint from consumer stating while family member was transferring out of bed and into their wheelchair, the chair allegedly flipped over on the right side causing pt to fall. The family member was hospitalized for broken ribs and a broken upper arm. Consumer is not alleging malfunction.